Event description:
It was reported that the graph in the pump display was misaligned. Customer's blood glucose was 270 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.